Event description:
A malfunction was reported on the pump, and there were no significant events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer attempted a pump reset on their own before contacting technical support, who subsequently provided assistance in completing the reset. It was decided that a replacement pump would be sent to the customer, who was instructed to return the malfunctioning pump to tandem within 10 days using a provided return box and pre-paid label. The customer was also advised to program the settings into the replacement pump and connect their cgm. The pump was within warranty, and the replacement pump includes updated software.